Manufacturer narrative:
Medwatch sent to FDA on 07/21/2014. Further information from the reported regarding event, product, or patient details has been requested. No additional information is available at this time. The event of infection, abscess pus, face turning purple, lump, redness, and swelling are physiological complications and analysis of the device generally does not assist allergan in determining probable cause of this event. Device labeling. Precautions: as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. Patient may experience late onset nodules with use of dermal fillers, including juvederm voluma xc. Adverse events: treatment site responses reported by < / - 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness. Device and injection related adverse events occuring in < / - 1 % of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%). Post market surveillance. Juvederm voluma without lidocaine has been marketed outside the us since 2009. As of (B)(4) 2012, the following aes were reviewed from post-market surveillance for juvederm voluma with and without lidocaine with a frequency > / - 5% and were not observed in the clinical study; this includes report received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities. Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery.

Event description:
Healthcare professional reported approximately 2 months after injection in an unspecified locations with juvederm voluma xc and juvederm ultra plus, the patient developed a lump in the outer right cheek. A few weeks later the cheek became tender. The patient was assessed and the healthcare professional "expressed pus" from the site. The patient was prescribed bactrim and rifampin. Three days later the patient called the office to report that their face had turned purple and the nodule continued to express odorous pus. The patient was assessed three days later and the healthcare professional performed incision and drainage of the right cheek abscess site. The patient prescribed additional cleocin and rifampin. The "infected" incision/drainage site was packed with "iodofoam gauze"; the patient returned twice for wound care and a prescription for bacitracin ointment. Five days later the patient called the healthcare professional stating that the redness and swelling improved but they can still feel a "very hard small nodule". This is the same event and the same patient reported under MDR ID# 3005113652-2014-00333 ((B)(6)). This is the first MDR submitted for the first suspect product, juvederm voluma xc.